Event description:
It was reported that a bd pyxis¿ medbank main drawer would not open when trying to issue medication ciprofloxacin 250mg 07 01., and the medication and the medication details weren¿t displayed. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system. Drawer failed to open, and the medication details weren¿t displayed since the cubie in bin 03 was unseated. A technical support specialist had the customer to seat the cubie and resolved the issue. The system functioned as intended after assessed by the technical support specialist.